Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381239) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received a questionable result from coaguchek xs professional meter serial number (B)(4) compared to a laboratory using an unknown reagent and to the patient's coaguchek xs meter serial number (B)(4). This medwatch is for the professional meter. Refer to the medwatch with a1 patient identifier (B)(4) for the patient's coaguchek meter. At 11:15 am, the result from the patient's meter was 4.2 inr and the result from the professional meter was 4.4 inr. At 11:45 am, the result from the laboratory was 3.0 inr. The therapeutic range was 2-3 inr. The customer mentioned that at the end of august or beginning of september, she seemed to have something like the flu but had headache, felt achy, had no fever, and was lethargic. She took some acetaminophen for headache, ate less in general, had fewer salads, and had decreased activity.